Event description:
Customer stated they experienced jaw pain and discomfort that developed and/or worsened while wearing the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.